Event description:
It was reported that pump displayed malfunction code 25 that could not be reset, and there were no notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.